Manufacturer narrative:
CPR gas spring cylinder and CPR micro switch out of adjustment.

Event description:
It was reported by service report that the fowler drifts down. No opt involvement or adverse consequences are reported.